Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised the display screen, buttons and casing were all cracked and they are not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no missing segments during testing. No unexpected screen cracking anomalies noted. No unexpected button error and all of the buttons are functioning properly. The insulin pump passed the self test. However, the insulin pump had cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.